Manufacturer narrative:
Three devices were received in an open package for evaluation. The reported failure mode was confirmed and the samples presented solder that was not properly applied to the tip and the cap. These products are re-usable and we have no info indicating how many times the devices were used before failure occurred. Review of our process in mfg and procedures has taken place. Our evaluation would not consider this a reportable event, however; we have done so as a f/u to the customer filing. We consider this complaint closed.

Event description:
It was reported "five devices have broken or bent tips, three will be returned." There was no pt injury.